Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre 2 sensor fell off after days 4 of wear. The customer further reported being unable to monitor his blood glucose and consequently experienced symptoms described as trembling, "strong wink", tiredness, and seizure. The customer had contact with a healthcare professional who diagnosed him with hyperglycemia and administered 20 units of insulin injection as treatment. There was no report of death or permanent impairment associated with this event.